Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the de novo, 90% stenosed, severely calcified and moderately tortuous 3.0x20mm target lesion located in the proximal left anterior descending artery. Treatment consisted of pre-dilation with a non bsc 2.5mm balloon resulting in 30% residual stenosis and the unsuccessful implant of a 3.0x24mm taxus liberte drug eluting stent. Due to poor positioning, the stent was removed revealing stent damage at the stent edge. The procedure was successfully completed with the implant of another 3.0x24mm taxus liberte stent. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. Product unavailable for analysis.